Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, episodes of oversensing were noted on the right ventricular (rv) lead. Technical support was contacted and suspected that the cause of the event was due to crosstalk. The event was resolved by reprogramming the device. The patient was stable with no consequences.